Event description:
It was reported that during in clinic follow-up, the patient presented with oversensing due to noise on their right ventricular lead. It was later confirmed via fluoroscopy that the lead was externalized. The lead was capped and replaced on 8 december 2021. There were no patient consequences and the patient was in stable.